Event description:
Intravascular ultrasound procedure attempted to image borderline lesion in coronary artery. Numerous catheters and pieces of equipment and standard troubleshooting performed, but imaging was unsuccessful and needed to determine lesion severity and subsequent course of action. Patient sustained no injury as a result of the procedure. Biomed and ge field assistance contacted.